Manufacturer narrative:
Batch review performed on 07 october 2024. Gmk-revision 02.07.0036rp patella resurfacing size 4 lot 2100666: (B)(4) items manufactured and released on 21-apr-2021. Expiration date: 2026-04-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Additional components involved: batch review performed on 07 october 2024. Gmk-revision 02.07.0420scf fixed tibial insert sc size 4/20mm (k103170) lot 2111951: (B)(4) items manufactured and released on 10-jan-2022. Expiration date: 2026-12-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Batch review performed on 07 october 2024. Gmk-revision 02.07.0684r revision fixed tibial tray cemented size 4 r (k123721) lot 2106366: (B)(4) items manufactured and released on 06-sep-2021. Expiration date: 2026-08-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Batch review performed on 07 october 2024 gmk-revision 02.07.2404r femur revision ps size 4 r (k102437) lot 2215537: (B)(4) items manufactured and released on 18-oct-2022. Expiration date: 2027-10-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review.

Event description:
At about 1 year 8 months after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon removed all implants and implanted an antibiotic spacer. The surgery was completed successfully.